Event description:
The patient reported her controller delivered two uncommanded boluses resulting in hypoglycemia. She reported on (B)(6) 2025 at 10:48pm she delivered a bolus for 14 grams of carbohydrate that she had eaten. At 11:05pm her blood glucose level was 253 mg/dl. She attempted to deliver a bolus for the high glucose reading, but the smartbolus calculator told her 0 units was recommended due to iob (insulin on board). The patient is unsure how much iob she had at that time. Then at 11:13pm, her controller was showing a red circle indicating her glucose level was out of range. The patient went to sleep and reported at 2:25 am she received an urgent low glucose alert for a blood glucose of 50 mg/dl. She went into her controller history and found 2 uncommanded boluses. The first uncommanded bolus occurred at 11:15pm and showed 6 units the next occurred at 11:23pm and showed 4 units. Patient reported she was sleeping at this time. There was iob at that time, but she cannot recall the amount. The patient treated hypoglycemia with juice, glucose tablets, applesauce and yogurt. Data logs from controller were uploaded, and the controller is being returned for investigation. No medical attention was required.

Manufacturer narrative:
In the case description, the user mentioned receiving two boluses uncommanded, one of 6 u and one of 4 u. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The android log files confirmed the delivery of the two reported uncommanded boluses on the date of occurrence, with both showing no carbs or blood glucose (bg) entry. Review of the log files found evidence of interaction with the controller in order to program, confirm, and deliver the reported boluses, including the manual entry of a blood glucose value that disabled the bolus calculator, and the manual adjustment of the total bolus amount several times. No evidence of an uncommanded bolus was found in the available log files. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.